Manufacturer narrative:
Visual inspection confirmed the tube was disconnected from the female luer lock (fll). There was evidence of uniform chemical attack of solvent on the tube where the fll was bonded. The od of the tube and the ID of the fll were within specification. The device history could not be reviewed without a reported lot number as a reference. Review of the complaint database for the previous 24 months indicates this is the second reported disconnection issue for this product code. Smiths was able to confirm the issue; however, no root cause could be determined. The issue is being monitored for trend. No additional action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The reporter stated that the tubing fell out of the connector that attaches to the syringe. There was no patient injury or treatment associated with this event.